Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, after transseptal puncture the sheath slipped back into the right atrium two times. The transseptal puncture was performed a third time and the sheath was placed across the septum. The first ablation in the left superior pulmonary vein (lspv) was completed, and after about 15 seconds into the second ablation, the patient developed ventricular tachycardia, ventricular fibrillation, and torsades. The patient was defibrillated into a wide complex rhythm and at that time an elevated st segment acute coronary syndrome (act) of 400 was noted. There was no air embolism or thrombus observed on intracardiac echocardiography (ice) or fluoroscopy. Cardiac catheterization was performed on the patient and a thrombus had occluded the left anterior descending artery (lad). The thrombus was removed using a peripheral thrombectomy device from another manufacturer, and the elevated st segment was reduced. It was also noted that a percutaneous heart pump from another manufacturer was inserted prior to intervention. The patient was stabilized and taken to the intensive care unit (ICU). The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.